Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was observed upon power up. However, after disassembling the device to determine root cause, the report was no longer seen. The device was put through extensive testing without duplicating the report. The main printed circuit board was replaced as a precaution. The device was returned to inventory and the customer was credited for the device. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device did not operate correctly. Complainant indicated that there was no patient involvement in the reported malfunction.